Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had blank display due to moisture damage. The blood glucose level was unknown at the time of incident. Customer got two replace battery alerts last night and changed the battery and now the pump is blank and will not power on. Troubleshooting was assisted for blank display and mentioned that the display was not blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No replace battery now alarm noted during testing or in the insulin pump trace download. Unit was received with minor scratched display window, case and keypad overlay.